Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The reported event involved a clave® connector, non-sterile that would reportedly not drip when trying to administer bevacizumab (avastin) to a patient. After this, the customer connected the clave to the spiros connector attached to the pal medical's infusion set, but dripping was still not observed. After disconnecting the components, the customer noticed that the rubber stopper of the spike (pbc-40) did not fully return to its original state. In addition, upon visual observation, the customer confirmed that the silicone rubber of the clave also did not return to its original state. The medical devices used in combination with the clave were the spiros connector (ib-ch2000) and the pal medical's infusion set. The clave (081-c1000ns) is one of the components of pal medical¿s spike (item number: pbc-40). The product was not reprocessed or re-sterilized prior to use. It is unknown if the product was contaminated or contain a biohazard or chemotherapeutic agent. Although there was patient involvement, there was no delay in therapy and no adverse event. No one was harmed as a result of the reported event.